Event description:
The hcp reported that in 2004, the pt presented with redness and drainage at the pump insertion site. The pt also had a fever. The pt was treated with oral antibiotics (levaquin 500mg every day for 2 weeks) and a referral to an infectious disease specialist. The pt is reported to have recovered without sequela and has healed well without further infection.